Event description:
On 9/29/93, a pt was implanted with a single-lead atrial synchronous ventricular pacemaker system. On 1/13/97, the MFR received the above referenced explanted pacemaker which had been reported to have reached end-of-service (eos) earlier than expected and an investigation was conducted. On 2/6/97, it was determined, based on a preliminary eval, that the explanted pacemaker had reached eos prematurely. The electronics of the device has been returned to the hybrid MFR for detailed analysis.